Event description:
Dermatologists called to request ingredients for the durahesive and tape collar portion of the wafer. Customer, who had been using product for an "extended period" began having a rash under the entire portion of the wafer in 2003. Dermatologists did patch testing, 8 months later, and patient had reaction within 24 hours with redness under entire wafer. Customer was advised to avoid any scented products and to use zinc oxide over the rash to dry the area and to take atarax to relieve itching.